Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was last repaired in (B)(6) 2022. Although it was determined that the defects were likely caused by stress of repeated use, external factors or handling, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned for evaluation and the customer¿s allegation was confirmed. The peeled objective lens adhesive was also confirmed. It was noted that issue occurred due to a pin hole on the bending section rubber which resulted in water tightness being lost. It was also noted that the adhesive on the bending section rubber had a chip in it and switch 1 was dirty. It was noted that scratches were observed throughout the device. The light guide cover glass was dirty and the video connector case had a crack. The bending angle in the up direction did not meet standard value due to wear of the angle wire. The investigation is ongoing. Additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had leakage from the tip. Upon inspection and testing of the returned device, it was noted that the adhesive part of the objective lens came off. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.